Event description:
It was reported the physician implanted a gore helex septal occluder on (B)(6) 2008. Following the procedure, a residual shunt persisted across the defect. On (B)(6) 2009, a reintervention was performed and a second occluder was implanted, thereby closing the shunt. The helex device remains implanted.

Manufacturer narrative:
A review of the manufacturing records has been conducted. The review of the manufacturing records verified that this lot met all pre-release specifications.